Event description:
Boston scientific cardiac rhythm management (crm) received information that upon interrogation of this implantable cardioverter defibrillator (ICD), a shorted lead fault message was seen. To date, there have been no adverse pt effects reported as a result of this observation. Boston scientific's technical services (ts) recommended replacement of both the device and the lead as the shock may have shorted back to the can.

Manufacturer narrative:
The device was explanted and the lead system surgically abandoned. As the leads were not returned, clinical observations could not be confirmed.